Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the surgeon reported that he could not open the prograsp forceps instrument. The instrument did not hold the tissue, nor did it damage the surrounding tissues. The instrument was replaced with another instrument of the same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: it was checked with the customer by phone that it was not necessary to use any additional mechanism to remove the instrument and no record of this action was made.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have a derailed grip cable from its normal position at the distal end from the yaw pulley. The instrument failed the manual articulation test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable.

Event description:
Refer to h11 for follow-up information.